Event description:
It was reported that the device triggered elective replacement indicator (eri) and the device was at vvi65. After the device was interrogated, telemetry was lost. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006. (B)(4).